Event description:
Customer received a result of 109 mg/dl on the aviva plus system, and a result of 41 mg/dl on the compact plus system within 5 minutes. Low blood glucose symptoms were reported with these results. The customer self-treated with orange juice and symptoms improved within 20 minutes. Later in the day customer received reading of 513 mg/dl on the aviva plus system and a reading of 156 mg/dl on the compact plus system within 10 minutes. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the compact plus system (lot number and expiration date unknown). (B)(4).